Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular myopotential oversensing was observed through remote transmission. Programming changes were made.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
The reported field of event of noise was confirmed in the laboratory via review of egms. The device was tested on the bench and no anomalies were found.